Manufacturer narrative:
Result of investigation: the endoscope was subjected to a visual and functional test. There are scratches on the handle and housing, exposing the surface coating. The supply cable also shows signs of wear and tear. The contacts of the supply plug are damaged. The bushing of the distal end is scratched. The connection between the gold contacts on the power connector is broken. There is no image or light output from the endoscope. Tested with tc301 sn (B)(6) and tm263 sn (B)(6). The error described by the customer, 'no image', could be confirmed. The loss of the image was due to damaged cable contacts. The connection between the gold contacts had broken, leading to a lack of communication between the scope and the ccu. Once the cable had been replaced, the image and light output were restored. This damage is most likely the result of improper handling, care, or reconditioning. Therefore, it is assumed that the missing image was caused by user error. The conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed, and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the video rhino-laryngoscope has "no image". No negative impact in state of health reported. Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the video rhino-laryngoscope has "no image". No negative impact in state of health reported.